Event description:
It was reported that the asymptomatic patient presented device data via merlin transmission showing non-sustained lead noise due to post paced t-wave oversensing. No therapy was received during oversensing. Programming changes resolved the problem. No further issues were reported.